Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7103251, UDI: (B)(4).

Event description:
It was reported that the patient experienced severe foot pain after permanent implant procedure. The patient was taken to the operating room (or) and found that lead had a loop near t10, the loop was removed, and patient was doing well. The device was turned off, so it is not believed that the pain was related to the device. The patient was transferred as inpatient for continued severe pain. No further information has been obtained at this time.